Event description:
Customer requested the replacement of the high voltage cable on the 6800 system. There was no report of pt injury.

Manufacturer narrative:
Per the customer request, the high voltage cable was replaced. The system was tested and found to be working as intended and placed back into service.